Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that she went to ER with elevated blood glucose, and insulin history is as follows: at the hospital she was diagnosed for diabetic ketoacidosis and they placed her on an intravenous therapy of insulin.